Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad was under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up # 1. Date of submission 4/23/2017. Device evaluation: the device has been returned and evaluated by product analysis on 3/28/2017 with the following findings: during visual inspection of the pump, it was observed that the keypad was intact; all the buttons were responsive during the investigation. The investigation was unable to duplicate the initial complaint about under responsive keypad. The pump was disassembled and it was observed that the j13 latch was not fully locked in position and the keypad flex was loose. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation.